Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed as the manufacturers evaluation revealed damages at the red and yellow rope. The most likely cause for the reported failure can be attributed to user error of the device due to damages at the red and yellow rope.

Event description:
This is a conversion from cc189799, line 291299. An customer update was received which made a repair to a complaint. The customer stated that one traction rope is broken. There was no harm or adverse event for patient, operator or third party reported by the customer. No further information received.